Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had mrsa sores on his upper back. It is not noted if this related to or exacerbated by the lifevest. There was no alleged device malfunction contributing to the irritation. Patient's sores were operated on by a physician. Follow up indicated that the sores are healing up nicely. Reporting out of an abundance of caution.